Manufacturer narrative:
One sample model me2020 was returned for investigation. The set was examined for defects and abnormalities. The tubing was tangled in the packaging. No other defects or abnormalities were observed. The customer complaint was escalated to the manufacturing plant to review the coil of the tubing. There is no current specification regarding the process or quality regarding the coiling of the set. Improvements to the manufacturing process will be implemented to the standard work instruction to add a description of operations for the method of winding the set and its arrangement within the pouch. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set had kinked tubing. The following information was provided by the initial reporter: sterile compounding technicians have identified the nicu tubing has been more tangled within it's manufacture packaging. This is causing more manipulation and bubbles within the tubing. Model #: me2020. Lot #: 25075472.